Manufacturer narrative:
Testing and investigation at the service ctr found that the device did not alarm with an s233 (overtemperature-psc) malfunction alarm code; however, s233 malfunction alarm codes were noted in the device history. Further testing found that the fan was spinning slower than expected. The probable cause was a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was overheating and alarmed with a s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical department from the cv-ICU with a report that prior to pt use, the device alarmed with an s233 (overtemperature-psc) malfunction alarm code and an unsigned note attached to the device that stated, "keeps on overheating." There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.